Event description:
A malfunction alarm with code malf 9 was reported. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, which resolved the issue, and the customer was informed to report back if the malfunction recurred.